Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No anomalies reported. Upon inspection it was noted that the proximal conductor of the lead was distorted. Upon visual inspection it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure the lead had high thresholds, 4,000 ohms the lead was not implanted. No patient complications have been reported as a result of this event.